Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) procedure to treat esophagitis performed on (B)(6) 2026. During the procedure, when the balloon inflation was started, water began to spray out from a hole in the balloon. It was also reported that the catheter became kinked. The procedure was completed with another cre pro wireguided dilatation balloon device. There were no patient complications have been reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to have full recovered.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus. Block h11: investigation results investigation results: the device was not returned for analysis and was reported to be disposed; therefore, a technical analysis could not be performed. Device history records review: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Risk review: a risk review was completed and confirmed that the event of balloon pinhole was defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) procedure to treat esophagitis performed on (B)(6) 2026. During the procedure, when the balloon inflation was started, water began to spray out from a hole in the balloon. It was also reported that the catheter became kinked. The procedure was completed with another cre pro wireguided dilatation balloon device. There were no patient complications have been reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to have full recovered.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus.